Event description:
It was reported that the battery of this pacemaker had less than six months remaining with magnet rate at ninety beats per minute however, this device recently declared end of life (eol). Boston scientific technical services (ts) confirmed device at eol and the need for urgent change. To this date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the battery of this pacemaker had less than six months remaining with magnet rate at ninety beats per minute however, this device recently declared end of life (eol). Boston scientific technical services (ts) confirmed device at eol and the need for urgent change. Additional information from the field representative indicated that does not know if the battery of the device was done or scheduled for changeout by the attending physician. The device will not be returned. To this date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.